Manufacturer narrative:
The customer's calibration recovery and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module. The initial result was not reported outside the laboratory due to the result being above the expected range. The customer performed repeat testing with the patient¿s sample for confirmation. The patient¿s initial troponin result was 89.2 ng/l, and the patient¿s repeat result was 3.15 ng/l. The customer determined the repeat result was correct. The troponin reagent lot number was 470034 with an expiration date requested but not provided.